Event description:
It was reported that the haptic of the intraocular lens (iol) came off in the injector while being advanced into patient's operative eye. There was contact with the eye. No other information was provided.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/ asked but not available. Implant date: give date: n/a (not applicable). There is no indication that the intraocular lens was implanted. Explant date: if explanted, give date: n/a (not applicable). There is no indication that the intraocular lens was implanted. Therefore, not explanted. Device evaluated by MFR: the device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information section a3: gender: female. Section b5: the eye affected was the left eye. Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: may 6, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received with a detached haptic. The lens was cleaned and, a tear on the iol and a bent haptic were identified. No further issues with the lens could be identified. Conclusion: the reported complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.